Event description:
During a laparoscopic vertical sleeve gastrectomy, the inner seal and housing of an access port or cannula (applied medical) ref number cor 37, 15 x 100 kii optical separator system) separated from the device and went into the pt's abdomen. I noted as the surgeon, we lost the seal for co2 insufflation after using the endoscopic stapler for the first firing. On removing the stapler, we lost the seal completely. We have noticed some small leak from seals previously and reported to the MFR. The cannula was removed and replaced. I did not inspect the device as the duckbill inner seal was seen in place. Prior to removing the specimen, I saw the inner seal and plastic housing in the lower portion of the pt's abdomen. A photograph was obtained. These pieces were removed intact. The device and components were saved.